Event description:
It was reported that customer experienced temperature alarms while pump was charging and using tandem charging supplies, with no exposure to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, was provided replacement pump as backup therapy, and technical support arranged pump replacement and confirmed shipping details.